Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the results of the investigation, a root cause could not be identified. However, it is presumed the likely cause of the damaged transducer cover is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasonic gastrovodeoscope's transducer peeled off. The issue was found during inspection for use. There were no reports of patient harm.